Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D11: concomitant medical products and therapy dates was added g4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. During investigation of the fractured implant, a fractured screw is noted in the returned implant. However, the screw and any screw fracture event have not been reported by the customer, and the malfunction is reported to have occurred at the implant level. Therefore, the observed screw fracture will be noted, but the fractured screw will not be individually investigated, and the screw is reported as a concomitant to the implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified significant damage and fracturing throughout the implant's body. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown.. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient presented with a fractured implant tsvh13. The implant was removed and the site was grafted.